Event description:
The customer called to report a blank display after changing the battery. Troubleshooting was performed and the insulin pump remained blank. The reported blood glucose reading was 297 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact.